Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: a review of the black box showed a time/date reset to default after a power on reset had occurred. The pump powered back on to an incorrect time and date. Insulin deliveries continued until a manual time and date change was made. The total daily doses added up correctly and reflected the user's programmed basal rates. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and then the battery was removed for six hours. The battery was reinserted without power and the time and date reset to the default setting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was dizzy and nauseated, with moderate ketones and a blood glucose of 300 mg/dl. Patient received no unusual treatment. During troubleshooting, it was alleged that when the battery was removed for less than 24 hours, the pump reverted to the factory default time/date settings.the time/date issue is not being reported because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported as the patient experienced hyperglycemia related to the user error of not verifying the time after the battery change.